Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as fold flaw opening. As per the investigation procedure stress mark, crease, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/27/2024.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h6.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.